Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device was not completing its boot up cycle and would not be available to deliver defibrillation energy if needed. There was no patient use associated with the reported issue.